Event description:
The customer used the device to check their blood glucose and obtained a result of 317 mg/dl. They then fell and hit their head. Emts were called and they checkd their glucose and the result was low. They were given cranberry juice with sugar and taken to the hospital. They were given pills and an IV at the hospital. They also had a cat scan and they found a lower back sprain. They are out of test strips and stored them out of their original capped vial against labeling. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.